Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During investigation, the reported issue was confirmed. Colored images (purple/green) were detected. By disassembling the device and testing the components individually, we were able to trace the image error back to the cable unit. The reported lines were part of the identified image malfunction. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus repair inspection confirmed the customer¿s reported issue, the rigid outer tube is dented. The lines on the image was not reproduced, however, the image was found purple in color. The image problem was isolated to a defective video cable unit. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to the olympus (oekg) repair center for a reported ¿lines on the image and the shaft is dented¿ that the customer discovered during preparation for use. However, upon inspecting and testing, the scope was found to produce a purple-colored image defect. The image problem was isolated to a defective video cable unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the purple-colored image defect.